Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 0 when completing the fill tubing step of the load process. There was no impact to the customer's blood glucose (bg) level. Customer was able to reload the same cartridge successfully and resume insulin delivery.